Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardioverter defibrillator had a rf chip malfunction and the device could not be connected to the merlin transmitter. Programming changes were discussed. There were no patient consequences due to the event.